Event description:
The customer contacted beckman coulter, inc., (bec) to report an erroneously elevated troponin I (accutni) result for one (1) pt sample on their access 2 immunoassay system. The erroneously elevated accutni pt sample result was not reported outside of the lab. There was no impact to pt treatment associated with this event. The customer reported that quality control results were recovering within the laboratory's established ranges prior to the event. The most recent diagnostic system check performed by the customer yielded results within instrument specifications. The customer reassayed the pt sample and obtained lower accutni results.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse replaced the mixer motor, the tensioner/sensor, and the belt. The fse adjusted and verified the mixer speed. The fse performed a system check which yielded results within instrument specifications. The fse ran quality control which yielded results within the lab's established ranges. All repairs were verified per established ranges. All repairs were verified per established procedures. The root cause for this event is likely attributed to the hardware components replaced by the fse. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add¿l reportable events.